Manufacturer narrative:
Insulation damage was noted at 18.2 cm to 19.5 cm from the connector pin consistent with clavicle crush damage. The outer coil appeared to be fractured/separated in the clavicle crush region with damage noted to the inner insulation exposing the inner coil. Shorting was noted between the inner coil and outer coil conductor paths due to the clavicle crush forces. This is consistent with the observation from the field of insulation abrasion, low pacing impedance, intermittent loss of capture, and noise.

Event description:
It was reported that the patient was called in clinic for device check when low impedance on both right atrial and right ventricular lead was observed through merlin.net transmission. The patient was not symptomatic and is not dependent. There was also intermittent loss of rv capture and noise on both atrial and ventricular channels. During lead revision procedure, insulation damage and externalized conductors on both leads which was caused by clavicular crush was observed. Both leads were explanted and replaced. The patient did not have any complications from surgery.